Event description:
It was observed that during the device evaluation the colonovideoscope exhibited dirt on the objective lens, corrosion on the adhesive of the bending section cover, a white screen, and no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions screen turns white with no image was due to dirt on objective lens and corroded adhesive of bending section cover was traced to component failure. However, the most probable cause for dirt on objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.